Manufacturer narrative:
One pump was returned for analysis in used condition. Functional tests including use testing. The device was powered up and the device alarmed continuously with "pump lost programming." Based on the evidence, the complaint was confirmed. The root cause was not determined.

Event description:
Information was received indicating that this ambulatory infusion pump lost its programming. No adverse patient effects were reported.